Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range pacing impedance measurements on the right ventricular (rv) lead. It was noted that the values had been chronically high. All other values appear normal, and the pacing impedance values appeared to have had an abrupt change based on the trending data. Technical advice was requested. The device implanted is a competitor device. Boston scientific technical services (ts) discussed normal impedance measurements for this rv lead and discussed evaluating the lead integrity as well as checking the competitor device. No adverse patient effects were reported. This system remains implanted. Additional information noted that the rv lead pacing thresholds had been stable and sensing was normal. No noise was ever seen on the rv electrocardiograms. It was noted that the measurements all occurred since the change out procedure (B)(6) 2015 with the new competitor device and the lead has been implanted since 2007. The lead will continue to be monitored.